Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, desktop charger, serial# (B)(4), product type: recharger. Analysis of the 377651 desktop charger sn# (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and occipital neuralgia. It was reported that the ins recharger (insr) battery was depleting too rapidly. The patient charged the insr to full battery at 8 am then charged their ins for a couple hours. The insr was then at 25%. A replacement insr was sent. On (B)(6) 2018 it was reported that the replacement recharger was not charging using the unreplaced desktop charger (dtc), and that the dtc connector had to be held into the insr for it to charge. Additionally the patient communicated that the ins was dead due to not charging. A replacement dtc was sent. No patient symptoms, and no additional device complications were reported for this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-27 additional information was received from a consumer reporting that the replacement of the desktop charger (dtc) and implanted neurostimulator (ins) recharger (insr) had resolved the depleted ins being depleted and the insr not charging. The patient's weight at the time of the event was reported as (B)(6) lbs. No patient symptoms, or additional device complications were reported.